Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the markings on the endotracheal tube are not consistent with the measurements of a ruler. No patient injury reported.

Manufacturer narrative:
(B)(4). The lot number was reported by the customer as unknown, however, the lot number of the sample received was 73d1500284. A DHR review was performed on the lot number and there were no issues found that could relate to the reported complaint. A visual exam was performed on the sample and no defects were observed. The returned et tube was measured from the distal tip of the tube towards the machine end using a calibrated ruler. The markings were observed to be inconsistent in their placement along the tube. When placed against the ruler, 8cm lines up at the start of the '8' marked on the tube, 10cm lines up with the start of the '1', 11 cm lines up in the center of the first '1', 13cm lines up between the '1' and the '3', 14cm lines up between the '1' and the '4', and 15cm lines up between the '1' and the '5'. The reported complaint of "markings on the et tube not consistent with measurements on a ruler" was not confirmed based on the sample received. The markings all fell in line when compared to a calibrated ruler, although, not at the same location on each marked number. Other remarks: however, per the IFU for this product, "the markings define the distance from the tip of the tube, accurate to +/- 1 cm." Therefore, based on the sample received, there were no dimensional issues found with the returned sample.

Event description:
The customer alleges that the markings on the endotracheal tube are not consistent with the measurements of a ruler. No patient injury reported.